Event description:
Upon validation of allscripts pro ehr version 9.2, it was found that once lab results are amended, the original reported lab result is no longer retrievable in the system/chart. This worked properly in earlier versions and was promptly reported to allscripts client support. Allscripts has not corrected the problem after several attempts to report the problem and obtain corrective action documentation. Nothing has been provided by allscripts as a remedy to this problem. For laboratory compliance, originally reported lab results must remain retrievable and it must be clear the result has been amended. We are unable to comply with this as long as allscripts pro ehr version 9.2 is in use.